Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the band was deployed onto the varix; however, the band did not stay on the varix and fell off. Reportedly, the patient bled, and the procedure was completed with a different device. Additionally, the physician noted that there was no difficulty when setting up the device. The patient's condition at the conclusion of the procedure was reported to be stable.